Manufacturer narrative:
(B)(4). Evaluation: the equipment was not evaluated after the reported event which occurred in 2003 due to the fact that abbott medical optics (amo) became aware in 2016. The condition of the system (since the time of the event) will make the evaluation difficult. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient reported on (B)(6) 2016 having lasik surgery 13 years ago. He reported being given opiods to calm nerves. Due to the pain in his left eye during the surgery he had to be restrained. He reports having dry eye ever since and uses systane eye drops every day for dry eye and reports getting constant eye infections in left eye. Infections are treated with prednisolone acetate and other drops to relieve the pressure and heat pain that is felt in his left eye. He regrets having the surgery.